Manufacturer narrative:
Vyaire medical file identification:pc-(B)(4). The equipment was received in vyaire facility for evaluation.the event trace was downloaded and being reviewed.the unit is placed on extended test using customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the ltv 1150 ventilator was getting a high pressure alarm and the unit is running hot. The reporter confirmed that there is no patient involvement associated on this event.